Event description:
It was reported, a trial lead was implanted for the patient's permanent system. The next day, it was reported, the patient¿s healthcare professional was questioning the lead material and suitability of the trial lead for permanent implant. Four days later, it was reported, the patient was doing well and had good coverage.

Manufacturer narrative:
Product ID 3874 lot# serial# (B)(4), implanted: 2013 (B)(6); product type screening device product ID 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).